Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 6:02 a.m. A sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 428 mg/dl. At 6:12 a.m. A sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 84 mg/dl. At 6:13 a.m. A sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 67 mg/dl. At 6:15 a.m. A sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 76 mg/dl. The values from meter serial number (B)(4) were believed to be correct. Controls tested on both meters passed on the day of the event.

Manufacturer narrative:
The customer's test strips were requested for investigation, but there were none left available to return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.